Event description:
Caller reported a malfunction on pump. There was no adverse impact on customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.